Event description:
The rn was preparing an IV line for medication infusion. She spiked the normal saline bag, filled the drip chamber and proceeded to prime the tubing. In priming the tubing, the rn noted that the tubing was leaking just above the y-site (closest to the IV bag and what would have been furthest from the patient). This was discovered before the IV line was connected to the patient. The rn obtained another IV bag and tubing and had no difficulty with the second set. Of note, there was no obvious defect in the tubing. The packaging from the IV tubing was intact and had no indications of damage. There was no action that would have indicated to the rn that the tubing would leak--this was very unexpected. The unit has not had any other reports of this type of event. ======================manufacturer response for IV tubing, lifeshield primary i.v. Plum set with clave & option-lok======================a message was left at the manufacturer's quality control center. We are awaiting their instructions to return the device for their inspection & analysis.